Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing that was detached from fitting at pinch valve (pv40) to resolve the issue. (B)(4).

Event description:
The customer reported that an undetermined amount of fluid leaked from the lh500 instrument onto the counter while performing startup. There was no biohazard exposure to mucous membranes or open wounds. No patient results or treatment was affected.